Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis patient contacted fresenius technical support to report that the liberty select 4g att modem (serial number: (B)(4)) had a burning smell and smoke. The modem was plugged into the same 3 prong outlet with the cycler. The modem was replaced and returned to the manufacturer for evaluation. Additional information was requested, however, to date not provided.

Manufacturer narrative:
Additional information: plant investigation: the device was not returned to the manufacturer for physical evaluation. A device history and manufacturing records was not performed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. There was no abnormal smell detected, smoking, visual or auditory signs of electrical arcing were observed. There was normal operational temperature (as expected). The modem seemed to behave as expected. There were no sparks or other signs of arcing or smoking were detected. The was no operational validation was performed. The unit was powered on and monitored. The modem showed no visible damage. The modem did not have a burnt or smoke odor and nor did it smoke with plugged in and left powered on. The modem casing and connectors showed no signs of arcing.